Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01468. It was noted that the burr became stuck on wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). A 1.50mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected for use. During procedure, the physician had the change the wire to perform rotablation; however, resistance was felt when removing the burr. Furthermore, when the wire was checked it was found that device was kinked and so had to be removed with the whole device. The procedure was completed with another of the same device. No patient complications were reported.